Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a stroke. Boston scientific technical services (ts) discussed that the ICD and lead system is magnetic resonance (mr) conditional and discussed to let the magnetic resonance imaging (MRI) facility know that patient had an ICD so it can be put in MRI safe mode for scan. This device remains in service. No adverse patient effects were reported.